Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The awl tip was returned to the manufacturer for analysis. Analysis found that the returned awl tip had impact marks at the back end preventing insertion into the mating tracker. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside the procedure. It was reported that the awl tip would not fit into the navlock. This issue was discovered during inspection and there was no patient present when this issue was identified.